Event description:
It was reported to philips that the system had shut down on its own, which can impact a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) conducted a remote assessment and confirmed that the system shut down on its own. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found that the system shut down automatically. On further troubleshooting, the fse checked crcb, iws, and hemo pc but found no damage or burning smell and the shutdown was traced to an rcd trip from earth leakage. To resolve the issue, hospital bio med performed reset of the rcd and reseated the uv coil. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product. External power failures or outages may occur that can cause the azurion system to not produce x-rays. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.